Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ syringe leaked. The following information was provided by the initial reporter: trastuzumab 600mg subcutaneously is administered in the right thigh. At the time of administering the last cc of medication, the needle is withdrawn and I observe the syringe with refluxed medication through the plunger of the syringe, apparently a syringe in poor condition. 1.5cc is lost approx. Of medication. I explain to the patient and talk to the team doctor about what happened. The drug preparation unit is notified. The instituto nacional del cáncer receives preparations for chemotherapy patients from an external company profar, it is unknown if the damage to the syringe was prior to the preparation of the drug, during transport or handling in the institution. The information on the syringe was provided by profar, no photographs are taken and no damaged syringe is kept. A copy of the drug label and administration protocol is preserved.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ syringe leaked. The following information was provided by the initial reporter: trastuzumab 600mg subcutaneously is administered in the right thigh. At the time of administering the last cc of medication, the needle is withdrawn and I observe the syringe with refluxed medication through the plunger of the syringe, apparently a syringe in poor condition. 1.5cc is lost approx. Of medication. I explain to the patient and talk to the team doctor about what happened. The drug preparation unit is notified. The (B)(6) receives preparations for chemotherapy patients from an external company profar, it is unknown if the damage to the syringe was prior to the preparation of the drug, during transport or handling in the institution. The information on the syringe was provided by profar, no photographs are taken and no damaged syringe is kept. A copy of the drug label and administration protocol is preserved.